Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was not reported if an autopsy was performed or if the patient was hospitalized prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: one day prior to death, the patient was hospitalized for an unrelated event and passed away in the hospital. During the hospitalization, automated peritoneal dialysis therapy was not performed. The cause of death was reported to be cardiomyopathy. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Sample analysis found no failure or malfunction that could have caused or contributed to the reported issue. The reported condition was not verified and upon conclusion of the investigation; the device is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.